Event description:
On (B)(6) 2016, patient was admitted for a laryngoscopy with laser and vocal cord tissue excision procedure. During the procedure, jet ventilation was administered and patient experienced an acute event consisting of bilateral pneumothoraces and st elevation.